Event description:
The ge oec 9800 fluoroscopy system would not boot up. The system was inoperable.

Manufacturer narrative:
A ge oec service rep investigated the issue and isolated the malfunction to 3 broken video cables in the interconnect cable. The video cables were repaired and system function was restored. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.